Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was loaded with a water filled reservoir during the occlusion test and amount of water in the reservoir matched with the amount of liquid left on the pump's status screen. History files and traces were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2023 at 01:17:00.000 and battery failed alarm on (B)(6) 2023 at 01:18:00.000 due to customer's faulty aa battery. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2023 at 01:17:56.000 with line number = 2871 and file number = 311. Unable to determine the reason pump error 53 was due to lack of data, per global logic analysis. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump passed functional testing. Low reservoir anomaly and failed batt test was were not confirmed during testing. Pump error 53 confirmed per esf (B)(4), bum suspected but not enough data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) and also received battery failed. Also customer reported insulin pump appears reservoir is empty but its not. Pump indicated low reservoir, change reservoir. Customer don't have confidence with the pump as it was not reading the insulin right and there was no message. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind.  Advised the customer to do a self-test on the pump and it got passed. Also customer stated that dint receive  battery failed/failed batt test alarm. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.